Event description:
On (B)(6) 2015, it was reported to animas that the pump had a battery life issue. No additional information was available. There was no known adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The current black box data showed no evidence of short battery life. The battery cap was able to fully tighten to the pump. A visual inspection of the pump revealed cracks in the battery compartment. During testing the pump current draws were found to be within specifications. The battery life issue was not duplicated during investigation. The pump case was removed and no evidence of moisture or damage was observed inside the pump. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.